Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump showing a fill estimate of 0 units despite the expected amount being greater than 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in completing the load process and resuming insulin delivery, after which no further assistance was required. Ultimately, the customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.